Event description:
It was reported to sunrise medical on (B)(6) 2013 that a malfunction occurred involving a quickie q7 wheelchair. The dealer reported that one of the caster splines came apart while the end user was propelling. The dealer alleged that this caused the end user to flip over in their wheelchair. There were no injuries reported in relation to the end user flipping over in the chair.

Manufacturer narrative:
The dealer noted that they had replacement parts on hand to repair the damaged caster spline. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.